Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarms. Customer's blood glucose value was 180 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer will be returned device for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. However, confirmed hardware low level failures error in the device history due to broken trace on pin6, keypad assembly. Also, confirmed the motor arm cannot communicate with the main arm error due to software error.